Manufacturer narrative:
H3) the turbo-elite device was returned for evaluation. Visual inspection found wrinkles in multiple locations along the working length. At the distal tip, broken fibers, burnt and melted jacket, and a slight breach was observed. H6) based on the device evaluation and investigation, the broken fibers resulted in the burning/melting of the outer jacket; however, the cause of the broken fibers could not be established. Type of investigation code b01 replaced (from b17). Investigation findings code c0706 replaced (from c20). Investigation conclusions code d15 replaced (from d14). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the mid superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter, along with a 0.014 guidewire (manufacturer unknown), was used to treat the patient. During use, the guidewire could no longer be advanced; therefore, by choice, the turbo-elite and guidewire were removed as a system. Upon removal, laser light was noted coming from the side of the catheter. The guide wire was removed from the turbo-elite and a new turbo-elite was used with the existing guide wire. Treatment was complete and there was no reported patient harm. This report is being submitted due to unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2) patient age and date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3/h6) the turbo-elite device was not returned for evaluation; thus, no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.